Manufacturer narrative:
H3 other text : device evaluated by 3rd party service center.

Event description:
A simplygo device was returned to a third-party service center. There was no report of patient harm or injury. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. During the evalution pca was damaged and burned. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.